Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device failed and was not able to provide additional information regarding the device and incident. The device was returned with a broken and missing jaw. It was confirmed that no part of the device fell into the patient cavity. No additional information is forthcoming from the customer.

Manufacturer narrative:
(B)(4). The investigation found that the jaws were damaged as if intentionally disassembled or mishandled. One jaw had been broken off of the device. The jaw wire had been cut so no activation was possible. The investigation identified the root cause of the reported event to be user abuse. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4).